Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. However, a possible root cause can be due to the ultrasonic welding process used by the outside supplier. The ultrasonic welding process can result in high variations of pull force required for the separation of the welded parts. The variations were found to be related to misalignment and wear of the welding tool that was not corrected by routine maintenance. A formal corrective and preventative action was implemented. An inspection process was performed and there were no discrepancies found during the quality inspection. It was verified that all preventive maintenance is being performed and all implemented corrective actions are being followed. This is considered and isolated incident. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on 03(B)(6) 2015 that a customer had an issue with a prep stick. The customer states the sponge fell off the stick while prepping. The customer further stated that the sponge did not fall into patient, there was no harm to the patient and no medical intervention was needed.